Event description:
It was reported that the wand emitted a smell of smoke and burning. The MFR has made multiple attempts to gain additional info on this event (B)(6). No pt complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the u.s., due to international privacy laws, the pt info was not provided.